Event description:
Reporter stated that the surgeon inserted a single piece toric intraocular lens model aa4203tl and the lens tore. Surgeon had to enlarge the incision and remove the lens. A suture was used to close the wound.